Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system failed to boot correctly at first power-up and despite multiple reboot attempts, the exam room monitors remained blank except for the hemo display, while only the data monitor in the control room was active and requested onsite support. The field service engineer (fse) checked the system onsite and found that the emergency stop had been pressed accidentally and fuse f23 in the m cabinet was blown. To resolve the issue, fse replaced the fuse using a local spare and the ups was reset by biomed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.